Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: there were loss of prime warnings observed in the pump¿s black box due to an unidentified low force. The pump was exercised for 24 hours at a 1 unit per hour basal rate with no alarms or warnings occurring. The pump passed a force calibration check. The force sensor pins were firmly seated inside the pump and there was no evidence of cracked or broken solder connections. There was no evidence of contamination or moisture on the internal components of the pump. An unexplained loss of prime event was observed in the pump¿s black box, but could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.